Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient 3 faced infusion set cannula bent event on (B)(6) 2024 4 after 3 or more hours of insertion. Insertion site was at abdomen and thigh. Infusion set has been used for 10 hours, 6 hours and 8 hours. Customer regularly rotate site location. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-07180- device 2 of 3.